Manufacturer narrative:
Date sent to FDA: 10/15/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent open incisional hernia repair surgery on (B)(6) 2014 during which the surgeon noted the mesh pulled away from the fascia. Adhesions were noted between the mesh and the omentum. The adhesions were taken down with electrocautery. It was reported that the patient experienced severe pain, dense adhesions, bulging, inflammation, stress and anxiety. No additional information is provided.